Event description:
It was reported that the pt reacts only to loud sounds. No ossification, illness or trauma were reported. Testing shows 8 electrode channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.